Event description:
It was reported that during the initial implant procedure, a template was unable to be created using far field morphology discrimination. The device was re-programmed to resolve the event. The patient was in stable condition.